Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8784 serial# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type catheter product ID 8781 serial#(B)(4) implanted:(B)(6) 2017 explanted: (B)(6)2017 product type catheter product ID 8781 serial# (B)(6) implanted: (B)(6)2013 explanted: (B)(6)2017 product type catheter device codes (B)(4) apply to all catheters. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-31 from a consumer reported they did not have a problem with the pain pump until the battery died (normal battery depletion) and had to get the pump replaced and now they cannot get a good catheter. The patient was concerned because they kept "having surgeries and getting catheters with holes in them." It was noted a pump replacement was performed on (B)(6)2017, and then the patient had another surgery on (B)(6)2017 for a defective catheter, and a surgery on (B)(6)2017 and (B)(6)2017 due to defective catheters and they all had holes in them. It was noted as sudden as the patient could not get a good catheter. The patient was to follow up with healthcare professional (hcp). The patient noted that all 4 catheters are still in their back. Warranty policy and concerns with the catheter was reviewed. The patient stated at their last refill appointment marcaine (bupivacaine) was taken out and the patient now only has fentanyl in the pump. The marcaine (bupivacaine) was taken out because they thought the patient was having an allergic reaction, but it was a hole in the catheter. The patient later reported they have 4 catheters in their back that were all faulty, and were not removed due to the concern of leaving a hole that would leak spinal fluid resulting in headaches. The patient requested a manufacturer representative (rep) to be present at appointment and that fell through. It was noted that the patient could not be putting the holes in the catheters, and the hcp did not know why this was happening. The patient thought the pump was replaced in (B)(6), but it was only a catheter revision. The patient again reported surgeries as already documented. No further complications were reported/anticipated.

Manufacturer narrative:
Of note, only catheter model 8781 serial(B)(4) was returned for analysis. Analysis of the implantable catheter serial(B)(4) revealed the following: the catheter was returned in two segments. The first segment included the sutureless connector (sc) assembly, proximal section, pin connector, and the beginning of the distal section. The second segment included the remaining portion of the distal section, and included the anchor. As received, the proximal segment was found to be partially occluded. Analysis identified an occlusion consistent with dried drug, blood, or other foreign material. The occlusion broke loose during decontamination and the segment passed subsequent patency testing in the lab. No leaks were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant component includes: product ID: 8781, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. Analysis of implantable catheter serial (B)(4) revealed the following: as received, the collet was missing on the distal end of the catheter-to-catheter pin connector. The catheter was found to be patent, and passed pressure leak testing in the lab. If information is provided in the future, a supplemental report will be issued.

Event description:
Implantable catheter serial (B)(4) was returned to the manufacturer for analysis august 14, 2017. See MFR report 3004209178-2017-17499 regarding additional on-going catheter issues

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient stated they were replacing the catheter on (B)(6) 2017 and the patient had questions regarding the procedure. The patient was wondering if the catheter was left in the body, would it end up floating. There were no further complications reported or anticipated.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type catheter.

Event description:
Additional information was received from a healthcare professional (hcp) and a consumer via a manufacturer's representative regarding a patient who was currently receiving fentanyl with a concentration of ¿1221 mcg¿ and at a dose of ¿114.8 mcg.¿ it was reported on (B)(6) 2017 that the hcp stated that the patient had not been getting proper therapy that consisted of withdrawal symptoms and an increase in pain. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known diagnostics/troubleshooting performed. It was reported that the hcp stated that there was believed to be a mechanical tear or tear from some other cause in the catheter. On (B)(6) 2017 the catheter was completed explanted and replaced. It was indicated that the catheter would be returned by the representative. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of symptoms and surgical intervention). No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 8784 serial# (B)(4) implanted:(B)(6) 2013 explanted: (B)(6) 2017 product type catheter product ID 8781 serial# (B)(4) implanted:(B)(6) 2017 product type catheter product ID 8781 serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient was upset and crying. The consumer stated the catheter was kinked. The patient was requesting a new healthcare provider (hcp). When the pump was implanted, the pump tubing was messed up. Last week (approximately (B)(6) 2017), they went in and fixed the tubing. On (B)(6) 2017, the patient was told that there was something wrong with the tubing and it was still messed up and they couldn¿t find the tubing. This would be the third surgery since the pump was implanted. There were no symptoms reported. The event date was stated as (B)(6) 2017. The previous pump was replaced due to normal battery depletion. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated catheter model (B)(4) serial number (B)(4) was returned to the manufacturer on (B)(4) 2017 for analysis. It was further clarified by the rep the (B)(4) would have been attached to the (b(4)that was sent back in as that was a proximal revision piece kit that would have been cut to fit. The rep was unsure about the status of the (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.